Manufacturer narrative:
A ge service representative performed an on site investigation. Identified need to adjust monitor cart power supply. Power supply adjusted, also reseated all pc cards in the monitor cart. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the monitor on the 9800 system was dark and required a reboot to complete the case with no further problems. There was no report of pt injury.